Event description:
Customer reported she cannot exit the preparing to prime loop. Customer's blood glucose is 140 mg/dl. In troubleshooting, customer was told to hold down the act button until they receive a second series of beeps or until numbers appear on the display. Customer did not receive a second series of beeps and numbers did not appear on the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.